Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that the patient experienced claudication. The first target lesion was located in the 70% stenosis, 7cm in length, de novo, right common femoral artery with a reference diameter of 5mm. The second target lesion was located in the 90% stenosed, 6cm in length, de novo right superficial femoral artery with a reference diameter if 6mm. The target lesions were treat with this jetstream® atherectomy catheter with residual stenosis of 40% for both lesions. In (B)(6) 2013, the patient experienced worsening right lower extremity claudication.